Event description:
Customer reported getting few sars-cov-2 samples (lot 314804) from worklist wl001293-20220110-34 with lower than normal positives on the panther instrument sn (B)(4).customer was questioning some of the positives from wl001293-20220110-34 and requested hologic to review the logs. Customer reported that the results have been tested and resulted out. Customer noted that 1 sample that was positive but resulted negative using a different technology.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and did not find any reagent or instrument issues. Ts noted the issue was likely sample related due to low target or sample handling. Ts explained to the customer that just because the rlu is low doesn't mean it's not a positive sample. Customer did not request review of any additional logs and understood hologic's assessment.